Event description:
The pt reported his insulin infusion device began alarming and beeping and displaying '77' and '3:00' on its display screen. He stated the device's power pack had been in use for approx 3 weeks. He said he is aware of the power pack recall, but is not sure when he received these power packs. The pt was advised to discard all recalled power packs and to use only corrected ones. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced.

Manufacturer narrative:
No product will be returned for evaluation.